Event description:
Boston scientific received information that the pacemaker displayed loss of capture with greater than two seconds of asystole. A lead revision was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.